Manufacturer narrative:
[Uf medwatch (B)(4).pdf].

Event description:
Terumo medical received a user facility medwatch report # (B)(4). The event description states: "terumo guidewire glidewire used to advance through occluded tibial artery. In the process of removing the glidewire the tip broke off in the tibial artery." The original intended procedure was a tibial angioplasty. Additional information was received on 21jul2020. There was no intervention, the tip remained in the occluded tibial artery. The patient's condition was reported to be stable. Patient weight - (B)(6) kg.